Event description:
A physician reported that during a surgery an ophthalmic console exhibited poor aspiration and irrigation during ultrasound mode. Procedure was completed. Patient impact was not reported.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative confirmed there was no problem in the event log, inspected the function of the system and the suction pressure flow rate, and implemented cleaning. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address a ¿system message ¿ host¿ issue and is not considered relevant to this investigation. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).